Manufacturer narrative:
(B)(4). Evaluation summary: only the clip of the vessel closure system (vcs) system was returned for analysis. The reported device operates different than expected, (clip) was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for device operates differently than expected, (clip) reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a chemoembolization interventional procedure. Reportedly, when the clip was fired, the clip deployed into the subcutaneous tissue. The clip was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.